Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and bunched distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no physical issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However, a blood like substance was noted on the inside of the balloon body. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 140cm proximal to the distal tip. Additionally, the manifold hub was not returned with the device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-sep-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed safely and the hub broke outside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition is stable. However, returned device analysis revealed hypotube detached/separated and stent damaged.